Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "hole in valve". This is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ valve leak and/or damage: observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported "hole in valve": device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, e1, h4, h6.